Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that the shaver blades did not lock in the drill holder on the micro tornado hp w handcontrol device. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that shaver blades do not lock in the drill holder. Per service reports, this complaint can be confirmed. It was found during evaluation that the burr was not fit in the drill holder because of wrong o-ring. The device was repaired, tested and found to be fully functional. The wrong o ring installed in the burr holder might be the possible root cause of the failure in locking the burr. However, with the available information, we cannot determine the root cause for the wrong o ring installation. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/05/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.